Event description:
Hernia operation using mesh and plug mesh. Something is wrong with the mesh. The mesh is causing chronic pain. I am unable to do anything because of pain. It leaves me exhausted all the time. I have a weak sick feeling in lower pelvic abdomen area.